Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, intracapsular rupture. Color modification surgical discovery, capsular contracture, baker grade 1. Flexibility and shape of the breast are normal. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1; e3; g2; h6.

Event description:
Healthcare professional reported right side rupture, silicone precipitation, color modification, and capsular contracture baker grade I. The device has been explanted.